Event description:
It was reported a pump was alarming no disposable pump wont run. Silenced alarm, reviewed pump settings, and verified medication. Powered pump off, clamped tubing, and removed cassette. Air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Cassette was reattached, tubing unclamped, powered on pump, and attempted restart. Confirmed medication delivery with run screen. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.